Event description:
Reporter indicated that the pt's vns device was explanted due to infection. Reporter indicated that the pt's infection area was cleaned, however, the event did not resolve and subsequently, the device was removed. It was reported that the infection was observed at "pocket and neck area." Good faith attempts are being made to obtain additional info and the explanted product back for analysis.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.